Manufacturer narrative:
(B)(6). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an event of a "oil mist filter failure" or oil mist emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer was dispatched to the customer site and found that oil was leaking from the oil mist filter housing joint. The oil mist filter housing joint fitting was adjusted to resolve the reported issue. Unit meets specifications and was returned to service. Upon follow-up, the customer confirmed there was no report of any odor/smell/haze or mist with the reported issue. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the oil mist filter failure issue, system risk analysis (sra) and functional analysis. Trending analysis of the oil mist filter failure issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of this issue. The assignable cause of the oil mist filter failure issue is the oil mist filter housing joint fitting. The field service engineer adjusted this part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
The initial report incorrectly stated an event of an oil mist emitting from the sterrad® 100nx sterilizer. Upon follow-up, it was confirmed there was no report of any oil mist. Details of the resolution are pending and asp will continue to follow up for the service resolution. Asp complaint ref #: (B)(4).